Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the reported ambient temperature errors. The fse found cut tubing on pinch valve (pv37) and disconnected tubing leaking at the peltier fitting going to the blood sampling valve. He replaced the sample tubing and tubing at pv37 to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The analyzer generated ambient temperature errors. The customer was performing troubleshooting with the beckman coulter customer technical support personnel when the leak was identified. The leak was described as 10 ml of diluent and 0.5 ml of cleaner. The leak was contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and a lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.